Manufacturer narrative:
This report is being filed on an international product, architect hbsab (B)(4), that has a similar product distributed in the us, ausab (B)(4) . An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer suspects that falsely reactive architect anti-hbs results were generated for two patients that have historically tested nonreactive. No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available. No additional information regarding previous anti-hbs test results, whether the patients had been vaccinated, or the possibility of hbsag infection (eg through possible needle stick injury), could be obtained. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Global product performance data was reviewed which determined that the median patient result for all on market lots falls within 3sd of the established baseline, confirming no systemic issue for the product. Since no additional patient information was available, it is possible that the results obtained for these 2 patients are true results. Per product labelling, additional testing may be required to confirm results. Based on the available information, no product deficiency was identified.